Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 71-year-old female was supported with an impella cp (619774) via right femoral, percutaneous arterial access for the indication of acute myocardial infarction and cardiogenic shock based on the information available, the event is consistent with suspected hemolysis that resolved after pump repositioning. No device malfunction has been confirmed at this time, and the impella cp remained in use. Further assessment will be performed as additional clinical, or device information becomes available. Hemolysis is a known risk associated with impella cp as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1 the cause of the hemolysis issue could not be determined without the returned product for investigation, inconclusive data log review, and sufficient clinical details.